Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level reached 305 mg/dl and was resolved with a manual injection of insulin.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow-up supplemental report will be filed.